Manufacturer narrative:
Other text: additional information: d5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information: d5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information received a smiths medical intubation/portex endotracheal tubes failed after 3 hours into operation. Reported endotracheal tube appeared blocked and on bronchoscope it was found to be kinked. No further information available.

Event description:
No product was returned. Summary from sme on device engineering.

Manufacturer narrative:
No product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. No other analysis was performed. Below mitigations on placed are following during manufacturing process: occurrence production performs a 100% leak test to the inflation line and the cuff. Detection quality takes a sample using an aql 1.0 and a level inspection g-I to verify the visual inspection and audit leak test. The complaint was not confirmed since no samples, pictures or videos were received to perform a thorough investigation. Customer reported:? 3 hours into operation ett appeared blocked and on bronchoscope was found to be kinked? No corrective actions are required since the complaint was not confirmed, corrected data: file correction on initial . This is serious injury reportable. B 1 updated.